Event description:
PICC line placed for long term antibiotic treatment. Pt presented to ed when she "couldn't" find" her PICC line. On x-ray, it was realized that the catheter broke. Part of the catheter was free-floating in pt's pulmonary artery.

Manufacturer narrative:
A chr of the lot showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for eval.